Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported thrombosis, stenosis and infection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of thrombosis, stenosis and infection are listed in the supera peripheral stent systems instructions for use (IFU), as a potential adverse effect. The IFU also states: the supera peripheral stent system is indicated for peripheral vascular use following failed percutaneous transluminal angioplasty and palliative treatment of biliary strictures produced by malignant neoplasms. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3, d6a: dates estimated d4: the UDI is not known as the part and lot number were not provided.h6: medical device problem code 1494 - incorrect anatomyattachment: article titled, "supera stent placement for salvaging early recurrent arteriovenous graft thrombosis after percutaneous transluminal angioplasty: a single-center study"

Event description:
It was reported through a research article that among 20 patients with early recurred av graft thrombosis after successful percutaneous transluminal angioplasty 13 with graft vein gv anastomosis, 6 with intra graft stenosis and one with outflow view issues under the supera self-expanding stent implantation. Some patient's had installation across the elbow joint and in the axillary area. At the one month follow up issues of in-stent restenosis was noted and on case a graft infection occurred but it was difficult to determine whether it was related to the stent. Post-interventional target lesion primary patency (tlpp) was reported to be about 70% for 1 year and about 50% for 3 years with the low re-intervention rate. In conclusion, the supera stent placement may have a role as a salvage treatment in cases with early recurrent thrombosed av grafts due to its greater radial force and its conformability in the joint area with fair patency and low complication rates. Specific patient information is documented as unknown. Details are listed in the article, titled "supera stent placement for salvaging early recurrent arteriovenous graft thrombosis after percutaneous transluminal angioplasty: a single-center study"no additional information was provided.